Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in inappropriate shocks. Isometrics and pocket manipulations were successful in recreating the noise. The patient has lost a significant amount of weight. The physician suspects that because of the weight loss the can has moved in the pocket. The device was reprogrammed and the patient will be monitored. New information received nine months later indicates that the patient received additional inappropriate shocks due to oversensing. The patient has developed a right bundle branch block and as such this subcutaneous system was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.